Manufacturer narrative:
(B)(4). Attempts were made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the ethicon suture product that was used on patient in the initial procedure ? A 3-0 ethilon suture was used to hold in place vaser liposuction ports. Upon conclusion of using the ports, the suture was removed. Then the remaining sites were closed with a 4-0 monocryl buried deep dermal stitch. What is tissue type and location of the suture placement? - dermal abdominal tissue. Product code? Unknown. Lot # ? Unknown. What was done to address the patient consequences/ae outcome? After several months of healing, 20mg kenalog was injected into 2 of the lumps in question. Were there any intra-operative complications? No any quality issues noted with the suture intra-op/post-op? No. The lumps/bumps did not appear until >6mo post operative. Any antibiotics-medication/medical treatment provided to patient post-op? Yes. 20mg kenalog injections to the largest 2 lumps any medical/surgical intervention provided to patient post-op? Yes, a culture was collected on (B)(6) 2017, which shown no growth. A biopsy was obtained on (B)(6) 2018, which showed subcutaneous non-necrotizing granulomata, with multiple foreign body type giant cells any treatment planned for a later date? This is still being determined. Patient current condition? Stable, but currently unhappy with her aesthetic result.

Event description:
It was reported that the patient underwent liposuction procedure on (B)(6) 2017 and suture was used. A suture was used to hold in place vaser liposuction ports and upon conclusion of using the ports, the suture was removed. The remaining sites were closed with suture buried in deep dermal stitch in dermal abdominal tissue. Following the procedure, the patient formed several multiple subcutaneous non-necrotizing granulomata with multiple foreign body type giant cells. A culture was collected on (B)(6) 2017, which showed no growth. Biopsy was obtained on (B)(6) 2018 which showed subcutaneous non-necrotizing granulomata, with multiple foreign body type giant cells. Lumps did not appear until greater than 6 months post-operatively. After several months of healing, the patient was administered 20 mg kenalog injected into two of the lumps. It was reported that treatment for a later date is still being determined. The patient condition is reported to be stable but unhappy with aesthetic result. No additional information was provided..